Event description:
Pt status post CABG with persistent cardiac arrhythmias requiring elective cardioversion. Shock 3 times (50, 100, 100). During 2nd attempt, pt had 15 seconds of ventricular tachycardia which spontaneously resolved. The pacer leads were adjusted. Following 3rd attempt, pt went to normal sinus rhythm. Pt remains stable, was transferred out of csicu & remains in nsr. It was subsequently learned the synchronizing button on defibrillator malfunctioned, causing a false reading indicating synchronization with pt's heartbeat. When shock delivered, it was not synchronized & vt resulted.